Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and found 1 of 2 sensors with cannula broken in half. The sensor had broken missing part. Unable to confirm customer received sensor in said condition due to customer returned the sensor opened and used. Analysis also performed bicarbonate buffer test to remaining sensor and sensor passed per specification with accurate readings. Also found sensor with cannula bent.

Event description:
The customer reported via phone call that they received a lost sensor alarm. The customer's blood glucose was 96 mg/dl at the time of incident. The customer stated that the cannula was not bent. The customer ran the test plug procedure and the test passed. The sensor will be returned for analysis.